Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a flat spot 8mm and 14cm from the tip. Microscopic inspection revealed damage to the distal shaft by the collar with appearance of partial separation. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28aug2019. It was reported that the device lifted up. The 95% stenosed target lesion was located in the diffuse calcification of right coronary artery. A 145 guidezilla was selected for use. During procedure, it was noted that the pre-dilation balloon could not cross. The tip of the device was lifted up and was unable to reach the distal end of the guide catheter. The device was pulled out with the catheter from the patient. The procedure was completed with another of same device. No patient complications were reported. Patient condition was stable post procedure. However, device analysis revealed separation damage to the distal shaft by the collar.